Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The cause was not determined for the initial power up issue, so no part(s) were replaced, or repairs were made to the device, and the device was scrapped.